Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) the patient underwent mesh implantation in order to treat retention, pelvic pressure, pelvic pain, pelvic organ prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion and dyspareunia. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination, chronic abdominal cramping, difficulty with bowel movements, mesh erosion, protrusion, and pungent vaginal odor and discharge. It was reported that the patient underwent mesh revision on (B)(6) 2006. It was reported that patient underwent mesh removal/revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.